Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia along with pump error 4, pump error 53, failed battery test. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with glucose/carbohydrate intake. The event involved product(s) mmt-1886. Troubleshooting was performed and customer was able to clear the error and successfully complete fill cannula delivery test and was using insulin pump with in 48 hours of reported low blood glucose event. No further patient complications were reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0871 inches. No pump error 53 or pump error 4 alarms noted during testing. Pump successfully downloaded traces and history file using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alarm noted during testing however, noted in the pump trace download on 01/13/2025 at 01:09:08.000. The history/trace download confirmed pump error 53(line number 708 file number 41) alarms on 01/13/2025 at 01:09:05.000. The history/trace download confirmed pump error 4 alarm on 01/13/2025 at 01:09:05.000.¿pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and cracked belt clip rails. Customer allegation for pump error 4 was confirmed as a consequence of pump error 53. Pump error 53(line number 708 file number 41) alarms confirmed in the pump history/trace files on [ 01/13/2025 at 01:09:05.000] due to possible hardware error (esf#3764387). Problem isolated to the electronic assemblies. Customer allegation for failed battery alarm not confirmed during testing or in the power management graph. Unable to verify customer allegation for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.